Manufacturer narrative:
Surgery was performed to retighten the set screw which remains in the patient. Examination of x-ray images that were provided revealed that the anchor points at the distal end of the construct were under significant stress due the patient's kyphotic curve. The cause of set screw loosening cannot be positively determined. However, it is possible that all the anchors points of the construct were not retightened prior to closing the patient. Care must be taken to ensure that the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.

Event description:
International affiliate reports this and two other implanted depuy spine set screw had loosened and separated from pedicle screws in situ. Surgery was performed and two of the set screws were retightened and the third set screw was changed out. As an additional surgical procedure was required to address the set screw loosening, medwatch reports are being filed to document this event. This medwatch report is being filed for one of the screws that was retightened. Medwatch report numbers 1526439-2010-00039 and 1526439-2010-0040 are being filed for the other two set screws that were involved in this event.